Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized on the same date as onset for the event of peritonitis. The patient was treated with fortum injection (500 mg per bag, frequency and duration not reported) and amikacin injection (125 mg in first bag, frequency and duration not reported) for the peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.